Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon seems to have occurred due to faulty patient board set since the image does not show output when using 180 scopes. According to the change history of components, a design change to dr board was made on (B)(6) 2018. However, it cannot be conclusively determined if the design change is related to the phenomenon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, black image was displayed when the 180 scope series were used. In addition, dust inside the device and defective dr board were observed. The other scopes and cameras worked as normal. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image when using the 180 endoscopes however, image was obtained when using the 190 endoscopes. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event